Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported for patient via phone call for high blood glucose. The patient¿s blood glucose level was in 601 mg/dl and 0.8 mmol blood ketones at the time of the incident. Customer changed out pump site and did correction bolus. The insulin pump will not be returned for analysis.